Event description:
It was reported that patient underwent a lead replacement procedure for unknown reason. Additional information was received that patient has loss its coverage due to migration and was doing well post operatively. The explanted device will not be return due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081416.

Event description:
It was reported that patient underwent a lead replacement procedure for unknown reason.